Event description:
Patient reported ruptured implant and pain. Side unknown. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation:device evaluation:visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Edema : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. Lump/nodule : unable to observe as it is a medical event that is not related to the device.

Event description:
Patient reported left side ruptured implant and pain. Patient later reported lumps and "swelling, liquid inside of armpit and side of body". The device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphadenopathy and seroma-late.

Event description:
Patient reported "pain and lumps" in the armpit and "swelling, liquid inside of armpit and side of body" via scan. This record relates to the left side.

Event description:
Patient reported "pain and lumps" in the armpit and "swelling, liquid inside of armpit and side of body" via scan. This record relates to the left side. The device has been explanted.